Manufacturer narrative:
This supplemental report is being submitted to correct the device from mdcons100 (console) to mdhp100a (handpiece). Please see the updates to sections: d1, d2, d4, g4, g7, h2 and h10.

Manufacturer narrative:
The mdcons100 console was not returned to olympus for evaluation. The most likely cause of the reported event can be attributed to an issue with a software an algorithm intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events leading to the complaints were only possible with the combination of both an energy blade and console loaded with the above software. In effort to mitigate the reported inadvertent activation of the rf feature the original equipment manufacturer is requiring that customers in the united states isolate their mdcons100 consoles with the affected software and return the device to olympus for a software update.

Event description:
Olympus was informed that during therapeutic turbinate procedure, the blade activated on its own outside of the patient for a short period of time without pressing the blue activation button. It was reported that prior to the self-activation the console screen was flickering and when the user activated the button to energize the blade, it did not energize. Reportedly, this caused the blade¿s bipolar to function intermittently. The physician replaced the blade and completed the procedure. There was no excessive bleeding reported. There was no patient injury reported. This is 2 of 2 reports.